Event description:
Additional information was received for this case. It was reported that a type I a endoleak that was seen on a recent CT with contrast. Relationship to the device and procedure was not provided. The physician elected to implant a proximal aortic cuff and the type I endoleak resolved.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement); patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm diameter fusiform shaped abdominal aortic aneurysm approximately 30 months ago. The proximal aorta was 26 mm in diameter and 20 mm in length. Distally it was 22 mm in diameter. A type ii endoleak was noticed on final angiogram and left untreated. It was reported that during the 2 year follow-up the aneurysm had increased in diameter to 66 mm in diameter. This was a growth of 9.8mm in diameter in comparison to the 1 month reading, which was 56.2 mm. No endoleak was present and no intervention is planned. No clinical sequelae were reported, and the patient is fine.